Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen malfunctioned. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's lcd was found to be physically damaged and unable to be read. The device's lcd was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's touchscreen malfunctioned. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.